Event description:
It was reported that upon deployment of the anchor and removal of the guide, the peek portion of the nanotack anchor were protruding from the joint. The fragmented pieces were pulled from the joint and the suture portion pulled out of the leftover anchor and out of the joint space.

Manufacturer narrative:
It was confirmed the device is not available for evaluation in-house as the device remained partially implanted in the patient. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchor breaking. Probable root cause: process: inserter, implant, and/or guide manufactured out of spec. Anchor not assembled properly to inserter application. Excessive force impacting inserter. Movement of guide out of orientation. Guide buried into bone. The reported failure mode will be monitored for future reoccurrence.